Manufacturer narrative:
Post market surveillance for med consumables the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided by customer. Suspect set received (B)(6) 2019.

Event description:
The customer reported that the set broke/disconnected at an unspecified location during patient use. There was no indication that there was patient harm.

Manufacturer narrative:
The customer¿s report of set disconnected was confirmed. During visual inspection, it was noted immediately that pvc tubing was completely separated from the distal smartsite inlet port near the male luer, in addition it was noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed. The root cause of the customer¿s experience was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the set broke/disconnected at an unspecified location during patient use. Per event report provided by the customer, there was no patient injury.

Manufacturer narrative:
Additional information added to model # and device MFR date.

Event description:
The customer reported that the set broke/disconnected at an unspecified location during patient use. Per event report provided by the customer, there was no patient injury.